Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 40 mm in diameter and 88.5 mm in length abdominal aortic aneurysm and an iliac artery aneurysm. The proximal aortic neck was 17.5 mm in diameter and 14 mm in length. The aortic neck was short and angulated. It was reported that a proximal type I endoleak was observed from the greater curvature side upon final angiography; therefore, modelling of the stent graft with a balloon was performed. Another angiography was taken and it showed that the type I endoleak still remained. There was a gap of about 2mm between the proximal edge of the bifurcate and the lowest renal artery (lower edge of the accessory left renal artery), an endurant ii aortic cuff was implanted proximally. An angiography was performed after ballooning and the type I endoleak was still observed although the amount and the speed of leakage had reduced. After long balloon inflation, angiography was taken once again. The amount and the speed of the type I endoleak had further decreased, the procedure was completed and the patient will be monitored by the physician. The physician commented that the endoleak appeared to have occurred due to the plan to preserve the accessory left renal artery because the patient had short proximal neck with unfavorable shape. No additional clinical sequelae were reported and the patient is fine.